Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0rwk6, implanted: (B)(6) 2015, product type: lead. Product ID: neu_pt m_prog, lot# serial# unknown, product type: programmer, patient. (B)(4).

Event description:
It was reported the patient experienced a shocking or jolting sensation. The shocking sensation occurred while the patient was walking through a department store the last two weeks. The patient was also shocked when walking through library security on the day of the report. Patient outcome and interventions were unknown at the time of the report and follow-up is being conducted to obtain this information. If additional information is obtained a follow-up report will be sent.